Event description:
On february 28 and on march 1, 1994 a patient was misconnected a the face of a continuous positive airway pressure mask (CPAP). We suspect that the incident (user error) may have contributed tot he death of the patient. The patient was terminally ill and facing eminent death.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: failure to service/maintain according to manufacturer recomm, failure to follow instructions. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.